Event description:
Litigation alleges the patient suffers from pain and elevated levels of chromium and cobalt. Update rec¿d (B)(6) 2014 -pfs was received from legal, primary and revision medical records were received from legal. No implant sticker for the primary surgery were not available. Records indicate that the patient was revised because of pain, and some corrosion. Records are available for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation alleges the patient suffers from pain and elevated levels of chromium and cobalt. Doi: (B)(6) 2005 - dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.